Event description:
Wearing johnson & johnson acuvue oasys contact lens for less than 2 years resulted in having giant papillary conjunctivitis. Frequency: 2 wks. Dates of use: 2007 - 2009 - less than 2 years. Diagnosis or reason for use: for corrective vision. Event abated after use stopped: yes.